Event description:
It was reported that upon removal of the balloon catheter from the hoop, the protective sheath over the balloon was found to be stuck. The sheath was eventually removed and while trying to inflate the balloon, it would not inflate. No patient injury was reported. Upon further review of the returned product evaluation, this malfunction MDR is being reported based on the findings of a separated balloon.